Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed the distal end of the bio-corkscrew is broken off. A most likely cause for this event to occurred is by not inserting the implant co-axial to the bone tunnel or continually prying/leveraging the driver while the implant is still loaded.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a shoulder arthroscopy took place. The arthrex device ar-1927bcf-1 was used which broke during insertion. The surgeon decided that the anchor is stable enough so there is no need to remove the anchor or use a second device. The broken fragment of the anchor was completely removed. There was no harm for patient, operator or third party reported. The surgery was finished successfully with this device. It was not necessary to switch the surgical technique or do a second surgery.